Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a sales representative via sems that an ar-8500rfoe burr broke off the shaft. This was discovered during a case and broke inside the joint space.

Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-8500rfoe retractable flushcut burr, oval, 8 flute, 5.0 mm x 13 cm serial/batch number 14932785 was received for investigation. No functional test was performed because the device was disassembled/broken before it arrived for investigation. Visual evaluation found that the inner tube broke off at the tip. No fragments were returned for analysis. The cause remains undetermined.